Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap adjustable band, the band was being leak tested and a leak was detected. The band was not implanted into the pt. Another band was used to complete the procedure. There was no adverse consequence to the pt.